Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with failure code 808:07 was confirmed by service. This condition was caused by defective pump head module (phm). The phm was replaced to fix the reported condition.additional information: this involved a colleague p1.5 infusion pump with user interface module master software version 6.63.92. Additional investigation is being conducted through CAPA mdq-CAPA-(B)(4).

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a failure code 808:07, which interrupted delivery. There was no report of patient injury, medical intervention. No additional information is available. The software version is currently not known.